Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device jaws would not open or close. No patient injury was reported. Another device was opened to continue the procedure. No further information available from the site.

Manufacturer narrative:
Date of initial report : 2017-05-04. Date of follow-up report: 2017-07-03. One ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would deploy without difficulty. The knife cut was tested on simulated tissue with acceptable results. The investigation found the device to function normally and within specifications.